Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a microvascular access attempt, the access wire unraveled in the patient. No patient injury to report, the device was removed with no additional medical intervention needed, and a new wire was used for this procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. No definitive root cause could be determined. A review of the complaint database was performed and no similar complaints for this lot number were identified. A review of the device history record was performed and no exception documents were found.